Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample and photo sent by the customer were verified and it was possible to observe tip breakage. The potential cause for the problem is a barrel jam at assembly machine, causing the damage at syringe tip.

Event description:
It was reported that tip breakage occurred before use with a bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter, "10 ml luer slip disposable syringe without the tip for needle connection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tip breakage occurred before use with a bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter, "10 ml luer slip disposable syringe without the tip for needle connection."